Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the stent was longer than usual. As a result it did not curl nicely into the patient's renal pelvis, allegedly causing a lot of discomfort and pain. It was also reported that the stent knotted due to the increased length. The physician reported that the event happened with the last 3 patients.

Event description:
It was reported that the stent was longer than usual. As a result it did not curl nicely into the patient's renal pelvis, allegedly causing a lot of discomfort and pain. It was also reported that the stent knotted due to the increased length. The physician reported that the event happened with the last 3 patients.

Manufacturer narrative:
The reported event is unconfirmed. The evaluation report of the returned sample, performed by futurematrix interventional, states that the stent appeared to have no physical deformities other than the missing suture. The knot was not present on the stent. Upon removing the stent from the bag, the sample was evaluated under a 7x magnification with no additional physical deformities noted. The stent was measured for overall length. The stent measured 8.69" and it should measure 8.66" +/- 0.39" (range: 8.27" - 9.05") which is within specification. The stent length was also verified at qc and the samples passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. 2. Insert the cystoscope then pass the guidewire* through the scope until the tip is in the renal pelvis. 3. Move the pigtail straightener over the proximal end (kidney coil end) of the ureteral stent allowing easier insertion onto the guidewire. Remove pigtail straightener once the stent is secure on the guidewire. " corrections: concomitant medical products, device evaluated by MFR.